Manufacturer narrative:
This supplemental report is being submitted to provide independent laboratory test results, the device evaluation, and the legal manufacturer¿s investigation. The device was sent to an independent laboratory for destructive culturing and sampling. Destructive sampling was completed on july 20, 2021. All sixteen (16) required scope sampling points were sampled. The organism of interest, brevundimonas intermedia, was not recovered from the scope during destructive sampling. No damage to the scope was observed on any of the fourteen (14) inspection areas during destructive inspection. No cracks, scuffing, or chips were observed. A borescope inspection after destructive sampling identified a residue, black spots, and debris, in the instrument channel. No residue or debris was observed in any of the other thirteen (13) of fourteen (14) areas of inspection. The device was returned to an olympus for evaluation after destructive culturing and sampling. The plastic cover c-ring was cracked on the distal end. The plastic distal end cover insulation was cracked. The bending section cover, and nozzle were missing. There was a crack in the glue on the insertion tube. The scope leak check, guide wire tension test, k-lever and forceps elevator, and catheter test were unable to be performed due to a missing forceps riser and l-arm/forceps elevator. The legal manufacturer performed an investigation. Brevundimonas intermedia is a waterborne organism. No sampling deviations were observed. No reprocessing procedure review deviations were observed. Brevundimonas intermedia was not recovered from the scope during destructive sampling. No damage was identified during destructive inspection. Reprocessing staff member utilized a third-party flushing aid, which was the reason steps eighty-six (86) to eighty-eight (88) and ninety-five (95) to ninety-eight (98) were marked non appliable. The alternatives were not considered deviations. The audit took place on july 14, 2021. No information was available regarding the end of procedure time and start of manual cleaning for the duodenoscope. This facility video records the reprocessing staff and monitors performance, so site staff was initially hesitant to reprocess the new model evis exera iii duodenovideoscope scope. Environmental sampling and monitoring were performed as part of the post market clinical study 522. The provisional root cause was potentially insufficient reprocessing.

Manufacturer narrative:
An olympus endoscopy support specialist (ess) visited the customer to perform an observation of the reprocessing techniques. The ess observed that the technician did not perform steps eighty-six (86), eighty-seven (87), eighty-eight (88), ninety-five (95), ninety-six (96), ninety-seven (97), and ninety-eight (98) correctly. The customer used a scope buddy. Step eighty-six (86): attach the channel plug (mh-944), the biopsy valve cap of the channel plug (mh-944) and attach the injection tube to the endoscope. Step eighty-seven (87): immerse endoscope and attached accessories into detergent solution. While immersing a clean 30 ml syringe, attach the syringe to the air/water channel port of the injection tube. Step eighty-eight (88): while immersing the syringe completely in the detergent solution, flush the air/water channel with 90 ml of the detergent solution. Step ninety-five (95): immerse the suction port of the injection tube in the water. Attach the syringe to the suction channel port of the injection tube. While immersing the syringe completely in the water, flush the suction channel with 90 ml of the water. Step ninety-six (96): attach the syringe to the air/water channel port of the injection tube. Step ninety-seven (97): flush the air/water channel with 90 ml of the water. Keep the syringe attached to the air/water channel port. Step ninety-eight (98) correctly: using a 30 ml syringe, flush each side of the injection tube with 90 ml of air. The occupation of the reporter is unknown. A supplemental report will be submitted should additional information be made available. The subject device referenced in this report was not returned to olympus as it was sent to an independent laboratory for destructive sampling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
As part of the olympus 522 post market surveillance study, the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for brevundimonas intermedia. After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected from the distal end and channel on the scope and sent to an independent laboratory for testing. The test results provided the total recoverable aerobic bioburden as colony forming units (cfus) per sample. The distal end had tested positive for one (1) cfu of brevundimonas intermedia and three (3) cfus of low concern organisms. The channel tested positive for five (5) cfus of low concern organisms. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.